Event description:
While undergoing ercp with bilary sphincterotomy, bile duct stone removal, mechanical lithotripsy and bilary stent placement. The wires of the stone extraction lithotripsy - capable trapezoid basket broke within the bile duct. A wilson-cook 4 wire stone basket was thena advanced into the duct and subsequently broke also. Procedure was terminated and pt went to the or the next day for a cholecestectomy and removal of broke baskets. No long term pt haron

Event description:
While undergoing ercp with bilary sphincterotony, bile duct stone removal, mechanical lithotripsy and biliary stent placement, the wires of the stone extraction lithotripsy-capable trapezoid basket broke within the bile duct. A wilson-cook 4 wire stone basket was then advanced into the duct and subsequently broke also. Procedure was terminated and pt went to the or the next day for a cholecystectomy and removal of broken baskets. No long term pt harm.